Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, two days post implant, the patient experienced twitching on their left side. It was noted that the right ventricular (rv) lead exhibited increased capture threshold, decreased impedance, and lower r-wave measurement. Evaluation confirmed stimulation during high outputs and when the patient laid on their left side. Initially, reprogramming was performed to lower the pacing rate and outputs. The lead was subsequently repositioned and remains in use. No patient complications have been reported as a result of this event.